Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-apr-12. It was reported that the rep¿s manager met with the patient on (B)(6)2018. After the meeting, everything was working fine, the power on reset (por) message was cleared, and the patient was receiving adequate coverage/relief. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for chronic low back pain. It was reported that a power on reset (por) messaged appeared when the patient tried to charge their implantable neurostimulator (ins) and the therapy stopped. The rep noted that the patient was in (B)(6) for 34 days, the por message was not seen before the trip and security gates/theft detectors could be related to the issue. Also, the patient did not bring their implantable neurostimulator recharger (insr) on the trip, therefore they were not charging, and they last felt stimulation 10 days prior to the report. The patient did not perform the antenna locator (al) feature because all she did was press the green button to charge. In conclusion, the rep and the caller were redirected to the patient¿s healthcare professional (hcp) for the next steps. There were no reports of medical issues and no patient symptoms reported. There were no further complications reported or anticipated.